Event description:
This is report 3 of 3. It was reported that during a flexible bronchoscopy for removal of foreign body and dilation of stricture, the olympus device was noted to short circuit and lose picture, with an e311 error code noted after the monitor came back on. At the same time that the screen went blank, the patient experienced asystole and loss of carotid pulse for about 30 seconds while the bronchovideoscope was inserted and surgeon was assessing the airway. One cycle of chest compressions was performed, and the patient was placed on 100% oxygen. After one cycle of CPR, normal sinus rhythm resumed with palpable pulse and soft nibp (non-invasive blood pressure) supplemented with 200mcq IV phenyl and 10mg IV ephedrine. No further issues with heart rate, rhythm or blood pressure was noted for the remainder of the case. A chest x-ray was performed to ensure there was no pneumothorax, and the patient was subsequently discharged with no further postoperative concerns.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to correct coding. If additional information becomes available an emdr supplement will be submitted.

Event description:
No additional information was received from the customer.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the results of the approved final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed; however, they found a bad scope socket. A root cause could not be identified. Based on the results of the investigation, the most probable cause is no problem detected which means that either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device due to no device problem found which means that reported problem cannot be reproduced during investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.